Manufacturer narrative:
The lot was manufactured from august 30, 2019 - august 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the connector. This was identified in the dispensing room before treatment. There was no patient involvement. No additional information is available.